Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the applier jaws were found misaligned before use. Therefore, a new unit was used instead". No patient involvement reported

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported:" the DHR for the returned instruments was rev iewed and found complete without any irregularities. These instruments were produced at the tecomet, kenosha, wi facility as part of a (B)(4) lot in november of 2021. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument as received shows that the jaws are aligned to each other in the closed position and are also not loose in the outer tube assembly. Further evaluation shows that this instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing as required of its function. We are unable to validate the alleged complaint for the returned instrument since we were unable to find any non-conforming features on the returned device and we are unable to replicate the alleged issue. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the applier jaws were found misaligned before use. Therefore, a new unit was used instead". No patient involvement reported